Event description:
Additional case details were reassessed subsequent to the initially filed MDR, the account confirmed that pre-dilatation was not properly performed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted that the supera instruction for use states: the vessel / duct after pre-dilatation should be at least the size of the stent diameter. If recommended vessel / duct diameter cannot be gained, optimal stent deployment may not be achieved, and revised stent sizing should be considered. It is likely that inadequate pre-dilatation of the vessel contributed to the reported difficulties. The investigation determined that the reported difficulties were likely use related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified popliteal artery. A 6.5x200 supera self-expanding stent was deployed; however, a portion of the stent did not open properly. Post-dilatation was performed in the region where the supera stent had not fully opened. Per the physician the deployment issue was believed to be due to the calcified anatomy as pre-dilatation was not properly performed as indicated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.